Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)') in an adult female patient who had essure (batch no. A57109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder. Concurrent conditions included polymenorrhoea, post coital bleeding and polypectomy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on 8-dec-2015. At the time of the report, the menorrhagia, genital haemorrhage, dyspareunia, dysmenorrhoea, vaginal haemorrhage and abdominal pain had resolved and the fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test result was provided but confirmation test "no" was reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in july 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), vaginal discharge, abdominal pain were added. New reporter, race, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)') in an adult female patient who had essure (batch no. A57109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder. Concurrent conditions included polymenorrhoea, post coital bleeding and polypectomy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage, dyspareunia, dysmenorrhoea, vaginal haemorrhage and abdominal pain had resolved and the fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test result was provided but confirmation test "no" was reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: a57109. Manufacture date: 2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage, dyspareunia and dysmenorrhoea had resolved and the fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: essure confirmation test result was provided but confirmation test "no" was reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), fatigue. Essure implant and explant date were added. Outcome for events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding and menorrhagia (heavy menstrual bleeding) were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.